Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the pump had been alarming since (B)(6) of 2019 because the pump was empty and the patient had to cancel their refill on (B)(6) 2019 because they didn¿t have a ride to the appointment. The patient reported their personal therapy manager hadn't been working since the (B)(6) 2019. The patient states "she does not know the dose or concentration but thinks its 8ml and 3.97 continuous dosing." The patient reported the alarm is "10 times." The patient was played an alarm by patient services and the patient reported the alarm does not sound the same. No further complications were anticipated/reported.